Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying "localizer faulted". During troubleshooting, the manufacturer representative (rep) notes the network device interface (ndi) toolbox had bump and temperature exceeded. It was noted that the probable cause of the issue was thecomplementary metal-oxide semiconductor (cmos) battery. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, h6: multiple fdd/annex a codes were reported. A05 was coded for "localizer faulted", ndi toolbox had bump and temperature exceeded. A1102 was coded for system was displaying "localizer faulted". No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced to resolve the issue. Codes b01, c08 and d02 are applicable. H3, h6: analysis was performed for product: 9735821r, lot number: p903485. It was reported that the returned positioning sensor unit (psu) contained scratches on the housing lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .603mm with a passing threshold of .250mm. This psu has not been returned previously. Codes b01, c08 and d02 are also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.